Event description:
It was reported that during device replacement this right ventricular (rv) lead was found exhibiting high shock impedances out of range. The rv lead has been implanted for nineteen years and it is suspected calcification as the cause. Subsequently, the rv lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.